Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue had already been resolved. The technical support specialist has verified that the nurse is able to locate the patient. Consequently, the complaint file has been closed. The system functioned as intended after the technical support specialist troubleshooted the device. Serial number, UDI number and manufacturer date were blank and requested tsc for the affected device serial number, since the mentioned asset info was (B)(6).

Event description:
It was reported when using the pyxis medstation es system, the patient orders were not crossing over to the to the proper system. The customer reported that the due to this malfunction the patient care got delayed. There were no adverse events or injuries reported based on this incident.